Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, into a patient with a type 1 bicuspid valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) balloon. The balloon was adjusted to 18 mm and performed once. The delivery catheter system (dcs) attempted to pass through the aortic arch, but it remained only at the tip of the nose cone and did not pass. A second pre-implant bav was performed with an 18 mm balloon and the dcs was then able to cross the aortic arch. Cusp overlap technique was used as the valve was lowered to 4 mm on the non-coronary cusp (ncc). In the left anterior oblique view, the valve position was confirmed to be 5 mm on the left coronary cusp (lcc) and the patient was stable. The inflow struts were flattened by the patient's calcification on the ncc side but it was determined that the valve was sufficiently dilated. The valve was released with tension applied to the dcs, the positioning of the dcs was centered in the aorta, pacing was inserted and gradual deployment of the valve. The paddles of the valve dislodged 5 mm or more once released from the dcs. The valve was confirmed to be in the top 2 mm position of the annulus. A second valve was considered to be implanted, but the physicians were concerned for a second dislodgement as the dislodged was not related to user technique. The physician decided to switch to surgery, explanting the medtronic valve and implanting a surgical valve. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was discarded, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that following the surgical valve implant, the patient recovered well and was subsequently discharged from the hospital. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.